Event description:
It was reported that an ilet pump became unresponsive while the user was in the fill tubing step, preventing confirmation of drops and blocking display of a pairing code, which also prevented app connection and remote restart. Symptoms included interruption of insulin delivery. Outcomes included the need to transition to backup therapy. Investigation included remote troubleshooting and education. Investigation of this case revealed a device usability or performance malfunction consistent with a screen or user interface that did not accept inputs during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction.